Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the rhythm displayed on the monitor did not consistently match the pt condition and not all alarms were provided or heard. The pt, who had cardiac rhythm disturbances, died.